Event description:
Philips received a complaint on an earlyvue vs30 indicating the monitor consistently overshoots the diastolic reading by approximately 10 mmhg. A new air hose and blood pressure cuff were tested with no improvement. Recalibration of the non-invasive blood pressure (nibp) was attempted but further worsened the issue. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.